Event description:
It was reported that the pt experienced ambulation difficulties, return of tremor, and had difficulties completing activities of daily living. An x-ray was performed (2006), no fractures were detected in the deep brain stimulation system. There was also no response from the left neurostimulator (ins) when telemetry was attempted. The pt's left ins and extension were replaced. The pt regained therapeutic benefit. The pt recovered without sequela.

Manufacturer narrative:
The serial number is included in the range for the medtronic kinentra/soletra lifted bond wire recall (2007). Lifted bond wire could not be confirmed in this device.